Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of an impedance anomaly was confirmed in the laboratory. The device was tested on bench and our automated testing equipment. Analysis found that the device met all specifications. No anomalies were found. The cause of the anomaly could not be determined.

Event description:
It was reported that at implant, the left ventricle lead impedance high out of range. Lead was retightened, and impedance remained high. Physician connected rv lead to lv port, and found the measured data to be infinite. The device was not implanted due to suspected device anomaly.